Event description:
Device appears to be oversensing on the atrial lead, leading to atrial high rate episodes. 604762932. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).